Event description:
Ultherapy, encephalopathy; 6 mos after treatment, nerves attacked tissue. Altered mental state. Loss of motor skills and vision. Skin tissue, eyes, lids burned off. I could not breathe. Stayed in critical condition 19 mos. Severe brain damage as a result. Cure was a bottle of gabapentin. Day 1, merz pharma and spa refused to help or report life threatening reaction. Damage to brain and frontal lobe. I have no history of mental illness. FDA safety report ID# (B)(4).